Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image orientation is off center and damage on cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the image orientation was off center due to a deteriorated coupler unit. Based on the results of the investigation, a root cause for the damage on the cable unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the vision problems. The issue was found during set up of the device. There was no patient involvement.